Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer required 3rd party assistance from their endocrinologist who increased the customer¿s fluids, checked the ketone level, and monitored the customer to help address bg. Additionally, a correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.